Manufacturer narrative:
Additional suspect medical device components involved in the event: tw (B)(4). Product family: scs-ipg-r upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17736893.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to frequent implantable pulse generator (ipg) charging. The patient post operatively appointment has been scheduled. Device will not return due to facility policy and electrocautery was used.